Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿ hypodermic needle was dirty. The following information was provided by the initial reporter, translated from (B)(6): "mrs. Had bought 10 needles from the enclosed package, were just per 5 pieces together, still sealed, not opened, but to her shock a very dirty needle in between."

Event description:
It was reported that the bd microlance¿ hypodermic needle was dirty. The following information was provided by the initial reporter, translated from dutch: "mrs. Had bought 10 needles from the enclosed package, were just per 5 pieces together, still sealed, not opened, but to her shock a very dirty needle in between."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval? Yes. D10: returned to manufacturer on: 2022-01-25. H6: investigation summary: a device history record review was completed for provided lot number 210814. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, the affected sample was returned for evaluation by our quality engineer team. Through examination of the sample, brown-orange contamination was observed on the cannula surface. The foreign matter has been identified as condensed vapor residue of an adhesive¿s component which dropped onto the cannula surface. This issue occurred within the assembly process when the needle enters into an oven for the curing process and the adhesive is added to the hub. Based on the preventive measures in place, we believe this was an isolated incident with an unlikely chance of recurrence.